Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient visited the clinic due to a non-sustained lead noise alert which was suspected to be caused by oversensing of myopotential. All other parameters were in stable ranges. Device was successfully reprogrammed. Patient is being monitored through merlin.net.